Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device will be coming back for an assessment. Ucc sales stated this will be at no charge. Customer had claimed repeated low flow issues.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be duplicated. Device has been evaluated prior. All low flow issues observed on the csv files seem linked to neonate pads and flow rates below 0.8 lpm. I saw no evidence that device was operating other than how it was designed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this arctic sun device will be coming back for an assessment. Ucc sales stated this will be at no charge. Customer had claimed repeated low flow issues. Per additional information received via mail on 08aug2025, it was reported that the device was being shipped back to bd. The issue has not been resolved yet. The unit was being sent to bd for repair.